Manufacturer narrative:
The sonicare pro results plaque control, sonicare premium white & sonicare premium gum care brush heads is an accessory to the sonicare power toothbrush. The customer had a loose bristle in each type of brush heads.

Event description:
Consumer complained about bristles falling out. No injury reported.